Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon reports that the receiver/stimulator portion of the implant has migrated far inferior and is causing the user discomfort when wearing the audio processor. The user's family and surgeon would like to replace device and location coil/stimulator to a new position. The surgeon is moving forward with revision, a date for surgery has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experiences discomfort due to a migration of the implant housing from its intended position. The device has been explanted, but not received for investigational purposes yet.

Event description:
The surgeon reports that the receiver/stimulator portion of the implant has migrated far inferior and is causing the user discomfort when wearing the audio processor. No head trauma reported, appears the device migrated from original position. The user was reimplanted with a new device on (B)(6) 2025.